Event description:
It was reported that the system had no power to the monitor cart. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this report.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report or staff injury was reported.